Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but unavailable: the lot number that was provided, m4hl9f, does not correlate to the device. Please confirm and provide us the correct lot number for the device. Please clarify: how did the device misfire? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? What troubleshooting steps were attempted to open the device (knife reverse switch, manual override)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue?

Event description:
It was reported that during an unknown procedure, the or reported that the stapler misfired and was stuck in the closed position on tissue, and would not open. The physician then worked to release the stapler. The physician was unable to reload the stapler upon release from the tissue. Case completed with another like device. There was no known patient consequence.